Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 44088fp00 and complaint issue. The historical performance of the alinity I ca 19-9xr reagents in the field was reviewed using data gathered from customers worldwide. The patient median value for the complaint lot is within the established limits confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I ca 19-9xr reagent lot 44088fp00.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for a 69-year-old male patient when compared to previous result. It is unknown if the patient has pancreatic cancer. The patient is being tested every three months and the results of the previous tests were lower. The following data was provided: (B)(6) 2023 result = 645 u/ml. Previous 5 test results were around = 64 u/ml . No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I ca 19-9xr, list number 08p32-30, that has a similar product distributed in the us, list number 08p32-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Correction: d4 - catalog no: initial: 08p32-20 / updated to 08p32-30.

Manufacturer narrative:
This report is being filed on an international product, alinity I ca 19-9xr, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for a 69-year-old male patient when compared to previous result. It is unknown if the patient has pancreatic cancer. The patient is being tested every three months and the results of the previous tests were lower. The following data was provided: (B)(6) 2023 result = 645 u/ml, previous 5 test results were around = 64 u/ml, no impact to patient management was reported.